Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed na - "we have been informed that a nurse found a hole on the package of alexis (c8301). The hole was found on (B)(6) and it seemed to be made by a cutter-knife. In our inspection process, we never use a cutter-knife and keep it away during inspection." "So, just in case, I would like to make sure if you have any process where your workers use a cutter knife near the products or possibility that the products contact with a cutter knife. I'm looking forward to your prompt reply." Applied medical received additional information from the sale distributor on march 20,2017: the product was being stored in the operation theater and the facility does not use a box cutters to open the outer box. There are not pictures of the white boxes, brown boxes, or the storage location. Type of intervention - na. Patient status - na.

Manufacturer narrative:
The event product unit was returned to applied medical for evaluation. Upon evaluation, engineering confirmed the complainant's experience of a hole on the tyvek side of the package and determined that the sterile barrier of the pouch was compromised. The pouch damage was likely caused when handling the packaged product while a sharp object, for example, a razor blade, was present. It cannot be confirmed where or when the pouch damage occurred. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.